Event description:
It was reported that the customer's pump screen flickered from off to a slightly brighter black, making the pump completely unusable as the display was not available. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump, provided instructions on how to store the faulty pump, and ensured the customer knew how to return it with a prepaid label. In the meantime, the customer planned to use a backup insulin pump to maintain insulin delivery.